Event description:
Nurse reported that customer was hospitalized for dka. Prior to the event, customer has nausea, cold/flu and was vomitting. Customer was instructed to change out set and inject as per md. Troubleshooting performed and pump appeared to be functioning as designed.